Event description:
Pt had undergone a mitral valve repair via minimally invasive approach on 10/22/96. Because of severe residual mitral valve replacement, femoral cannulation (for femoral-femoral cardiopulmonary bypass) was performed in the groin opposite that was used in the previous operation. During placement of the guidewire for the endoaortic clamp (eac) resistance was encountered at the level of the abdomen. The eac per se did not enter the vasculature. There was no dissection seen on fluoroscopy, but atherosclerotic disease was noted in the aortoiliac system, & the resistance was identified at the aortoiliac junction. The eac was removed, femoral-femoral bypass was initiated uneventfully, & the intended mitral valve operation proceeded with the use of a standard aortic cross-clamp. Approx. 40 minutes into the clamp period, pt became unstable, & an aortic dissection was diagnosed. The proximal aorta was repaired. No intimal tear site was seen in the ascending aorta. Pt was brought to the intensive care unit, remained critically ill, & died approx 1 week after the operation.